Event description:
It was reported that a new motor controller board was found defective when it was tested in a trainer cs100 intra-aortic balloon pump (iabp). It was observed that the iabp unit generated an electrical test failure code #50. This is a failure of the motor controller board upon installation. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, component codes & impact codes), h10, h11. Corrected fields: g1(contact person), h6(clinical code), h8.

Event description:
N/a.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. The suspected faulty motor controller board was returned to getinge's national repair center (nrc) for further investigation. A getinge senior repair technician inspected the motor controller board and no visual damage was observed. The repair technician installed the motor controller board into the cs300 test fixture and tested to factory specifications per cs300 service manual. The motor controller board passed testing and the repair technician was unable to verify the reported "electrical test fails code #50." The motor controller board was sent to the supplier per procedure. The supplier returned the motor controller board and could not verity the reported failure. The motor controller board passed all of their testing. A senior repair technician installed the motor controller board into the cs300 test fixture and tested to factory specifications per the cs300 service manual. The motor controller board passed testing, and the repair technician was not able to verity the reported "electrical test fails code #50." The motor controller board will be retained in the nrc per procedure.

Event description:
It was reported that a new motor controller board was defective. It was observed that the iabp unit generated an electrical test failure code #50. This is an out-of-box (oob) failure of the motor controller board. There was no patient involved and no adverse event was reported.